Event description:
The customer reported that the ventilator gave an alarm for low leak co2 rebreathing risk. The customer reported there was a patient on the device at the time the incident occurred, however, no patient or user harm is reported. The field service engineer (fse) evaluated the incident and confirmed that the device alarmed low leak co2 rebreathing risk when in use. Further information is pending.

Manufacturer narrative:
The fse was not able to confirm or duplicate the reported issue. The fse ran the unit on a test lung and found that the exhalation port setting was set to "other". The fse asked the customer if the exhalation port was calibrated. The customer informed the fse that they were not aware of this setting. The fse calibrated the exhalation port and ran the unit for an hour and no error occurred. The fse reviewed the logs and found no error or failures. Based upon the information provided, the alleged device malfunction was not confirmed. The customer had not calibrated the exhalation port setting when it was set to "other". Based on the information provided, this event has been assessed and determined to be not reportable. Review of the reported event shows that the device performed as intended. The reported event was associated with user error as the customer was unaware of the exhalation port settings. Once the exhalation port was calibrated, the issue was resolved. There was no errors associated with the device, and there was no harm or injury to the patient associated with this event.